Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H10: as this malfunction/serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of (lutonix drug coated balloon).

Event description:
On (B)(6) 2025 a patient underwent the lutonix drug coated balloon procedure. It was reported through the results of a clinical trial that one year three months and fifteen days post an index procedure completion using a drug-coated balloon catheter on the left upper arm cephalic vein lesion, the subject had an adverse event of prolonged bleeding. The adverse event relationship details were not provided. Reportedly, a av access circuit re-intervention was performed for elevated venous pressures and prolonged bleeding. A standard pta and lutonix dcb was used in re-intervention. The re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year three months and fifteen days post an index procedure completion using a drug-coated balloon catheter on the left upper arm cephalic vein lesion, the subject had an adverse event of prolonged bleeding cephalic vein. Reportedly, the adverse event relationship was not related to study device and study procedure but possibly related to av access circuit. It was further reported that, an av access circuit re-intervention was performed for elevated venous pressures and prolonged bleeding. A standard pta and lutonix dcb was used in re-intervention on the target lesion on cephalic vein with initial stenosis of 50% and final residual stenosis of 10% and new lesion within the access circuit on the cephalic vein with initial stenosis of 70% and final residual stenosis of 5%. The re-intervention was successful and the current status of the patient was unknown.